Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 10f and the tavr procedure was completed. Reportedly post procedure, a suture break occurred with the two pre-placed prostyle sutures during knot advancement with the suture knot pusher, and the suture unraveled. Two additional prostyle devices were used; however, a cuff miss occurred with both prostyle devices a cutdown was performed to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.